Event description:
It was reported that during an open sigmoid procedure the clips did not close. No staple line has been set, no noise, no higher effort. A new device was opened to finish the surgery. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one device arrived in good visual conditions and void of staples. The device was manually loaded with staples and it was tested for functionality. The device was fired and it formed all the staples as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape; the staple line was noted to be complete. It is important to ensure that the retaining pin is seated in the anvil before firing. If the pin is not properly positioned, staples may not form properly, which may result in leakage or disruption of the staple line. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by contact. Information anticipated, but unavailable at this time.